Event description:
Reporter alleged obtaining the results of 503 mg/dl and 226 mg/dl back to back within 10 minutes on the aviva system. Reporter stated she took her second dose of 55 units of novolog after obtaining the last reading. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated she did not have the strips, so no product will be returned for evaluation.

Manufacturer narrative:
Will not be returned to manufacturer.